Event description:
A nursing supervisor inserted the introcan catheter without difficulty. Betadine / alcohol was used topically on the site prior to insertion. The pt developed a red streak up their arm one hour after insertion. The catheter was removed. No further information is available on the pt's status.